Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure. Upon induction of anesthesia, the patient had intermittent bradycardia and experienced profound hypotension. Electrocardiogram showed suspicious changes for non-st elevated myocardial infarction (nstemi); however, it resolved on its own. The hypotension was treated, and the anesthesiologist cleared the patient to proceed with the lung biopsy. After the procedure the cardiac monitor showed complete heart block and the patient subsequently went into cardiac arrest. Advanced cardiac life support was performed with one round of chest compressions, one dose of epinephrine and a dose of calcium. The patient was started on a levophed drip and was transferred to the intensive care unit where severe bradycardia persisted, requiring emergent pacemaker wire placement and pacing. The patient was considered too unstable to undergo percutaneous coronary intervention. The next day, the patient exhibited seizure like activity and magnetic resonance imaging (MRI) of the brain showed anoxic brain injury. Echocardiogram showed mid-apical akinesis and severe right ventricular dysfunction. The patient required continuous vasopressor support. The patient¿s family decided to withdraw care and the patient subsequently expired 5 days post-procedure. The cause of death was reported as cardiomyopathy, acute respiratory failure, nstemi, anoxic brain injury and cardiac arrest. The physician stated that the complications and patient outcome were not ion system related and there was no device malfunction associated with the event. Prior to the procedure, the patient was cleared by anesthesia for the lung biopsy. The patient did not have any known underlying cardiac conditions, thus there were no indicators that a cardiac or medical clearance was required. The complications were attributed to likely unknown underlying cardiac conditions and the lung biopsy procedure which required general anesthesia. The patient had a long-standing history of right upper lobe adenocarcinoma with radiation treatments in 2017 and was on keytruda until 2018. A chest CT scan on (B)(6) 2023 showed new lung nodules forming in the right upper lobe which was the indication for the endoluminal lung biopsy. The pathology report was positive for malignant transformation of adenocarcinoma to small cell lung cancer. No additional information was provided.

Manufacturer narrative:
Based on the current information provided, the cause of the adverse patient outcome cannot be determined. A review of the site's system logs for the reported procedure date showed that no related system errors occurred during the procedure that would have likely caused or contributed to the reported complaint. A review of the site's complaint history identified no other complaints related to the products or to this event. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion endoluminal biopsy that confirmed transformation of a right upper lobe (rul) adenocarcinoma to small cell lung cancer. Profound hypotension, bradycardia and ECG changes concerning for non-st segment elevation myocardial infarction developed with the induction of anesthesia. With treatment the issues resolved and the case was completed. Post procedure, a complete heart block was noted, the patient deteriorated into cardiac arrest, was resuscitated and placed on a continuous levophed infusion. Severe bradycardia persisted requiring an emergent pacemaker. Echocardiogram demonstrated mid-apical dyskinesis and severe right ventricular dysfunction. The following day seizures were noted and MRI findings were consistent with anoxic encephalopathy. The patient was transitioned to a comfort prioritized management plan, aggressive interventions were stopped, and the patient subsequently died. The patient had significant co-morbidities including prior rul lung cancer treated with radiation and adjuvant immunotherapy. The reported causes of death include cardiomyopathy, acute respiratory failure, nstemi, anoxic brain injury and cardiac arrest. Based on the available data the adverse events were not related to the ion system, instruments or accessories and was likely associated with the procedure including general anesthesia in a patient with likely pre-existing but undiagnosed cardiovascular disease. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013.